Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported error codes 1106, 1107, 1007, 1110, 110f, 110e, and 1113 - serial peripheral interface bus (spi bus) on their v60 ventilator, during therapy. There was no indication of patient harm. The patient was moved to a new ventilator.

Manufacturer narrative:
Attempts were made to obtain further information regarding the device repair information. To date no further details have been received.

Manufacturer narrative:
Unable to confirm serial number. Failure analysis on the returned data acquisition (da) board shows that the board was installed in an fi test ventilator. The pressure accuracy test was executed and passed. The ventilator was run in normal ventilation for one hour and it was power cycled 30 times without any errors occurring. No failure was found.